Event description:
It was reported via repair work order that the bed had no power due to faulty power control board ad use of non-stryker power cord. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Event description:
It was reported via repair work order that the bed had no power due to faulty power control board. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.

Manufacturer narrative:
Follow-up submitted as further investigation determined the loss of power was also due to the use of a non-stryker power cord.